Manufacturer narrative:
This retrospective pregnancy case was reported by a lawyer and describes the occurrence of ectopic pregnancy with contraceptive device ("ectopic pregnancy"), vaginal haemorrhage ("abnormal vaginal bleeding") and dysmenorrhoea ("dysmenorrhea (cramping)") in a (B)(6) female patient (gravida 5, para 3) who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective". The patient's past medical history included multigravida, parity 3 and spontaneous abortion. On (B)(6) 2012, the patient had essure inserted. In (B)(6) 2012, the patient experienced dysmenorrhoea (seriousness criteria medically significant and intervention required). In (B)(6) 2013, the patient experienced pelvic pain ("severe pelvic pain"). On (B)(6) 2013, the patient experienced vaginal haemorrhage (seriousness criteria medically significant and intervention required). On (B)(6) 2013, the patient experienced ectopic pregnancy with contraceptive device (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced menstrual disorder ("menstruation issues"). Last menstrual period and estimated date of delivery were not provided. The patient had essure in place during the first trimester of pregnancy. The patient was treated with surgery (laparoscopic bilateral salpingectomy). Essure was removed on (B)(6) 2013. At the time of the report, the ectopic pregnancy with contraceptive device, vaginal haemorrhage, dysmenorrhoea, menstrual disorder and pelvic pain had resolved. The reporter considered dysmenorrhoea, ectopic pregnancy with contraceptive device, menstrual disorder, pelvic pain and vaginal haemorrhage to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): human chorionic gonadotropin - on (B)(6) 2013: 2800. Hysterosalpingogram - on (B)(6) 2012: unilateral occlusion (described in med records); on (B)(6) 2013: essure device was successfully occluded. Ultrasound scan - on (B)(6) 2013: pregnant with essure. On (B)(6) 2013: thickened endometrial lining with small left simple ovarian cyst, corpus luteum cyst on report. On (B)(6) 2013: an intrauterine gestational sac with a yoke sac is seen. No fetal pole noted. Concerning the injuries reported in this case, the following one/ones were described in patient¿s medical records: pelvic pain, pregnancy. Most recent follow-up information incorporated above includes: on 30-apr-2018: pfs and medical records provided. Information added: new reporters, patient¿s date of birth, medical history, exams, essure insertion and removal dates, abnormal vaginal bleeding, menorrhagia, dysmenorrhea, events outcomes. On 30-apr-2018: information from duplicate case (B)(4) has been transferred to this case - upon receipt of pfs and medical records, it was concluded that only one pregnancy occurred. Incident no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Rospective pregnancy case was reported by a lawyer and describes the occurrence of ectopic pregnancy with contraceptive device ("ectopic pregnancy/ post implant pregnancy"), abortion of ectopic pregnancy ("pregnancy (stillbirth or miscarriage)"), vaginal haemorrhage ("abnormal vaginal bleeding") and dysmenorrhoea ("dysmenorrhea (cramping)") in a 32-year-old female patient (gravida 5, para 3) who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective". The patient's past medical history included multigravida, parity 3 and spontaneous abortion. Concomitant products included etonogestrel (implanon), ibuprofen (motrin) and vicodin (norco). On (B)(6)2012, the patient had essure inserted. On the same day, the patient experienced pelvic pain ("severe pelvic pain"). On (B)(6)2012, 320 days before insertion of essure, the patient experienced vaginal haemorrhage (seriousness criteria medically significant and intervention required), dysmenorrhoea (seriousness criteria medically significant and intervention required) and menorrhagia ("abnormal bleeding (menorrhagia)"). On (B)(6)2013, the patient experienced abortion of ectopic pregnancy (seriousness criteria medically significant and congenital anomaly). On(B)(6)2013, the patient experienced ectopic pregnancy with contraceptive device (seriousness criteria medically significant and intervention required). On(B)(6)2013, the patient experienced depression ("psychological or psychiatric problem: depression") and anxiety ("mental anguish"). On (B)(6)2013, the patient experienced migraine ("migraines") and headache ("headache"). On an unknown date, the patient experienced menstrual disorder ("menstruation issues"). Last menstrual period and estimated date of delivery were not provided. The patient had essure in place during the first trimester of pregnancy. The patient was treated with surgery (laparoscopic bilateral salpingectomy) and surgery (laparoscopic bilateral salpingectomy). Essure was removed on (B)(6)2013. At the time of the report, the ectopic pregnancy with contraceptive device, vaginal haemorrhage, dysmenorrhoea, menstrual disorder and pelvic pain had resolved and the abortion of ectopic pregnancy, depression, anxiety, menorrhagia, migraine and headache outcome was unknown. The reporter considered abortion of ectopic pregnancy, anxiety, depression, dysmenorrhoea, ectopic pregnancy with contraceptive device, headache, menorrhagia, menstrual disorder, migraine, pelvic pain and vaginal haemorrhage to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): human chorionic gonadotropin - on (B)(6)2013: 2800 hysterosalpingogram - on (B)(6)2012: unilateral occlusion (described in med records); on (B)(6)2013: essure device was successfully occluded. Ultrasound scan - on(B)(6)2013: pregnant with essure (B)(6)2013: thickened endometrial lining with small left simple ovarian cyst, corpus luteum cyst on report (B)(6)2013: an intrauterine gestational sac with a yoke sac is seen. No fetal pole noted. Concerning the injuries reported in this case, the following one/ones were described in patient¿s medical records: pelvic pain, pregnancy. Quality-safety evaluation of ptc: unable to confirm complaint most recent follow-up information incorporated above includes: on (B)(6)2018: pfs received. Concomitant medication added. Following event: pregnancy (stillbirth or miscarriage), migraines, headache were added. Incident no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Rospective pregnancy case was reported by a lawyer and describes the occurrence of ectopic pregnancy with contraceptive device ("ectopic pregnancy/ post implant pregnancy"), vaginal haemorrhage ("abnormal vaginal bleeding") and dysmenorrhoea ("dysmenorrhea (cramping)") in a 32-year-old female patient (gravida 5, para 3) who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective". The patient's past medical history included multigravida, parity 3 and spontaneous abortion. On (B)(6) 2012, the patient had essure inserted. In may 2012, the patient experienced dysmenorrhoea (seriousness criteria medically significant and intervention required). In january 2013, the patient experienced pelvic pain ("severe pelvic pain"). On (B)(6) 2013, the patient experienced vaginal haemorrhage (seriousness criteria medically significant and intervention required). On (B)(6) 2013, the patient experienced ectopic pregnancy with contraceptive device (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced menstrual disorder ("menstruation issues"), depression ("depression"), anxiety ("mental anguish") and menorrhagia ("abnormal bleeding (menorrhagia)"). Last menstrual period and estimated date of delivery were not provided. The patient had essure in place during the first trimester of pregnancy. The patient was treated with surgery (laparoscopic bilateral salpingectomy) and surgery (laparoscopic bilateral salpingectomy). Essure was removed on (B)(6) 2013. At the time of the report, the ectopic pregnancy with contraceptive device, vaginal haemorrhage, dysmenorrhoea, menstrual disorder and pelvic pain had resolved and the depression, anxiety and menorrhagia outcome was unknown. The reporter considered anxiety, depression, dysmenorrhoea, ectopic pregnancy with contraceptive device, menorrhagia, menstrual disorder, pelvic pain and vaginal haemorrhage to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): human chorionic gonadotropin - on (B)(6) 2013: 2800 hysterosalpingogram - on (B)(6) 2012: unilateral occlusion (described in med records); on (B)(6) -2013: essure device was successfully occluded. Ultrasound scan - on (B)(6) 2013: pregnant with essure (B)(6) 2013: thickened endometrial lining with small left simple ovarian cyst, corpus luteum cyst on report (B)(6) 2013: an intrauterine gestational sac with a yoke sac is seen. No fetal pole noted. Concerning the injuries reported in this case, the following one/ones were described in patient¿s medical records: pelvic pain, pregnancy. Quality-safety evaluation of ptc: unable to confirm complaint most recent follow-up information incorporated above includes: on (B)(6) 2018: plaintiff fact sheet was received - reporter and patient demographic added. The following events were provided: depression, mental anguish, menorrhagia, incident no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of ectopic pregnancy with contraceptive device ('ectopic pregnancy/ post implant pregnancy'), abortion of ectopic pregnancy ('pregnancy (stillbirth or miscarriage)'), vaginal haemorrhage ('abnormal vaginal bleeding') and dysmenorrhoea ('dysmenorrhea (cramping)') in a 32-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective". The patient's medical history included multigravida, parity 3 and spontaneous abortion. *(B)(6) 2013: thickened endometrial lining with small left simple ovarian cyst, corpus luteum cyst on report (B)(6) 2013: an intrauterine gestational sac with a yoke sac is seen. No fetal pole noted. Concomitant products included etonogestrel (implanon) and hydrocodone bitartrate;paracetamol (norco). On (B)(6) 2011, the patient had essure inserted. On (B)(6) 2012, the patient experienced pelvic pain ("severe pelvic pain"), 13 days after insertion of essure. On (B)(6) 2012, the patient experienced vaginal haemorrhage (seriousness criteria medically significant and intervention required), dysmenorrhoea (seriousness criteria medically significant and intervention required) and heavy menstrual bleeding ("abnormal bleeding (menorrhagia)"). On (B)(6) 2013, the patient experienced abortion of ectopic pregnancy (seriousness criteria medically significant and congenital anomaly). On (B)(6) 2013, the patient was found to have an ectopic pregnancy with contraceptive device (seriousness criteria medically significant and intervention required). On (B)(6) 2013, the patient experienced depression ("psychological or psychiatric problem: depression") and anxiety ("mental anguish"). On (B)(6) 2013, the patient experienced migraine ("migraines") and headache ("headache"). On an unknown date, the patient experienced menstrual disorder ("menstruation issues"). The patient was treated with surgery (laparoscopic bilateral salpingectomy). Essure was removed on (B)(6) 2013. At the time of the report, the ectopic pregnancy with contraceptive device, vaginal haemorrhage, dysmenorrhoea, menstrual disorder and pelvic pain had resolved and the abortion of ectopic pregnancy, depression, anxiety, heavy menstrual bleeding, migraine and headache outcome was unknown. Pregnancy related information: retrospective report. The patient's obstetric status was gravida 5, para 3. Last menstrual period and estimated date of delivery were not provided. Potential fetal exposure to essure occurred during the first trimester. The reporter considered abortion of ectopic pregnancy, anxiety, depression, dysmenorrhoea, ectopic pregnancy with contraceptive device, headache, heavy menstrual bleeding, menstrual disorder, migraine, pelvic pain and vaginal haemorrhage to be related to essure. The reporter commented: date) of insertion: (B)(6) 2011 discrepancy noted. Initial date (B)(6) 2012. 6 coils were visualized in the uterine cavity on both the sides. Diagnostic results (normal ranges are provided in parenthesis if available): body weight was reported to be 107 kgs. Human chorionic gonadotropin - on (B)(6) 2013: results: 2800. Hysterosalpingogram - on (B)(6) 2012: unilateral occlusion (left tube occluded); on (B)(6)2013: results: essure device was successfully occluded.. Ultrasound scan - on an unknown date: right tube is blocked and the left tube is not blocked.; on (B)(6) 2013: results: pregnant with essure. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 14-may-2021: medical record received. Reporters information, lab data and rcc were added. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This retrospective pregnancy case was reported by a lawyer and describes the occurrence of ectopic pregnancy with contraceptive device ("ectopic pregnancy") in a female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective". In (B)(6) 2013, the patient had essure inserted. On an unknown date, the patient experienced ectopic pregnancy with contraceptive device (seriousness criteria medically significant and intervention required), menstrual disorder ("menstruation issues") and pelvic pain ("severe pelvic pain"). Last menstrual period and estimated date of delivery were not provided. The patient was treated with surgery (bilateral salpingectomy). Essure was removed. At the time of the report, the ectopic pregnancy with contraceptive device, menstrual disorder and pelvic pain outcome was unknown. The reporter considered ectopic pregnancy with contraceptive device, menstrual disorder and pelvic pain to be related to essure. The reporter commented: this first pregnancy case (B)(4) is linked to second pregnancy case (B)(4). Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2013: essure device was successfully occluded. Incident. No lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.